Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2.50x48 mm xience skypoint stent delivery system was advanced to the target lesion; however, the balloon did not expand [inflate] and the stent could not be deployed. An additional device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.